Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves for the period between the (B)(6) 2018 and (B)(6)2019 showed stable pacing and shock impedance values of approx. 500 ohms and 50 ohms respectively. The pacing threshold curve was interrupted while the values were fluctuating between 1.5 v and 2.5 v. The r wave trend curve was also intermittent showing the values range between 2 mv and 18 mv. The provided iegm freezes showed artifacts on the right ventricular and farfield channels. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 70 months, oversensing on near and farfield iegm was reported.